Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.